Event description:
A hospital in (B)(6) reported to a distributor that two rt913 connectors were found inside an rt105 adult inspiratory-heated breathing circuit kit but an rt914 connector was missing. This was observed before patient use, when the kit was opened.

Manufacturer narrative:
(B)(4). The rt105 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt105 adult breathing circuit kit, which was returned unsealed, was visually inspected. Results: visual inspection of the returned breathing circuit kit revealed that two elbow connectors were present but the straight connector was missing. A lot check revealed no other complaints of this nature for lot number 120116. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is likely that operator error has resulted in the omitted connector. There are standard operating procedures (sop) in place to assist operators on the production line correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. (B)(4).